Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling coating was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, due to a crack on the eyepiece. The device evaluation found the image guide tube had the coating peeling. In addition, the evaluation found the following; due to a pinhole on connecting tube, water tightness was lost, due to wear of the angle wire, the bending angle in up direction did not meet the standard value. The angle wire became longer than normal. Due to damage, the angulation lever did not move smoothly. Adhesive around the objective lens and the light guide lens was peeled. The eyepiece had a scratch, the connecting tube had a dent and the control unit had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had an air/water leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the image guide tube had the coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.